Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that at (B)(6), the pt had some problems with hearing with the ci. There were some disconnections in hearing. At the end of the week she could no longer hear with the device at all. External parts have been changed, but no hearing could be achieved. Testing carried out on (B)(6) 2011 showed that the device has malfunctioned. No trauma/accident has happened. The pt was reimplanted on (B)(6) 2011.